Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8711, lot# j11046r27, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included failed back surgery syndrome, and spinal pain. It was reported that the patient would like the pump removed. The patient had the pump turned off 8 months ago (2014). The pump was malfunctioning and the patient was going through withdrawals a lot. There was no information reported regarding what circumstances led to the pump malfunction, or if there was resolution to the issue. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.